Event description:
A surgeon reports a broken haptic was noted following insertion of the intraocular lens (iol). Enlargement of the incision was required to accommodate iol removal and replacement. Add'l info has been requested.